Manufacturer narrative:
Correction to b3. Please see b3 for further information. This report is being supplemented to provide additional information based on the legal manufacturer's (lm), review of the customer cleaning disinfection and sterilization (cds) processes, results of third -party testing, the device evaluation and lm final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: canal distal end. Cfu: 1 cfu. Bacterial identification: micrococcaceae (bacterial mass: unknown). Sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 1 cfu. Bacterial identification: not detected. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relevance of the device in question and the bacterial detection cannot be determined. The root cause of the event could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. According to the instruction manual for gf-uct180, the reprocessing procedures are described in the following chapters: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who tough them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive for more than 80 colony forming units (cfus) of chryseobacterium gleum and citrobacter braakii. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.